Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks due to ventricular tachycardia/ventricular fibrillation (vt/vf). The initial shocks did not convert the rhythm, required additional shock to terminate the ongoing episode and the patient experienced syncope. The device was programmed in primary vector with r-wave amplitude of 1.2mv and smart pass was active. Induction testing has been performed but no information was available with related episode outcome. X-ray images were taken and confirmed stable lead placement since implant but the device appears to be lifted up toward left side and free to move during manipulation. Electrode/lead integrity was performed and showed no artifact or noise during pocket manipulation in all vectors. The physician alleges device dislodgement and suspects electrode/lead damage due to a visible wire close to the device, possibly related to suture wires or other material. The patient was hospitalized for a follow-up and revision procedure. The system was evaluated and no issues were noted with the device and electrode. Subsequently, this s-ICD and electrode were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this implanted subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three shocks due to ventricular tachycardia/ventricular fibrillation (vt/vf). The initial shocks did not convert the rhythm, required additional shock to terminate the ongoing episode and the patient experienced syncope. The device was programmed in primary vector with r-wave amplitude of 1.2mv and smart pass was active. Induction testing has been performed but no information was available with related episode outcome. X-ray images were taken and confirmed stable lead placement since implant, but the device appears to be lifted up toward left side and free to move during manipulation. Electrode/lead integrity was performed and showed no artifact or noise during pocket manipulation in all vectors. The physician alleges device dislodgement and suspects electrode/lead damage due to a visible wire close to the device, possibly related to suture wires or other material. The patient was hospitalized for a follow-up and revision procedure. Subsequently, this s-ICD and electrode were explanted and replaced. The system was evaluated, and no issues were noted with the old device and electrode. The physician attempted testing on 02sep2022 with effective conversion and confirmed 62 ohms shock impedance measurement with the new system. No additional adverse patient effects were reported.